Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they had a crohn¿s attack and a seizure and the patient¿s heart stopped. The patient indicated that their pulse could not be felt for about 20 seconds. The patient also indicated feeling real faint and weak including just walking across the room. Follow up was attempted but no additional information was available. The device is still in use. No further patient complications have been reported as a result of this event.